Event description:
The physician reported that increasing the device settings back to 2ma and the medication changes improved the patient's seizures. It was reported that no further interventions were being taken or planned. The physician feels that the patient has chronic nausea thought to be multifactoral and that it is doubted that vns is the primary cause. It was reported that the chronic nausea is still present and the patient's seizures always fluctuate in frequency. The physician attributes the seizure increase to concurrent medication changes.

Event description:
It was reported that the vns patient was experiencing nausea which was believed to be due to vns. During an office visit on (B)(6) 2014, the device output current was decreased in attempt to improve the patient¿s nausea. The patient¿s nausea did not resolve and the patient began having an increase in seizures. The patient¿s device settings were programmed back to previous settings on (B)(6) 2014. It was noted that the patient¿s medication had been adjusted. Attempts for additional relevant information have been unsuccessful to date.